Event description:
Surgeon was performing a robotic assisted radical prostatectomy. During use with an ethicon echelon flex 45 stapler internally in the patient the stapler jammed and would not release. Surgeon was unable to remove it from the pt. Surgeon was then required to convert to an open procedure. Pt discharged condition.